Event description:
It was reported during use that the core impaction drill was slow to stop when the foot pedal was no longer activated. The procedure was completed successfully with another handpiece. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
The complaint of the drill being slow to stop was not duplicated. Upon disassembly for visual inspection no failure was found.